Manufacturer narrative:
Lt was reported that a colonic ftrd set was used for an endoscopic full thickness resection of a polyp in the transverse colon. Clip application was not verified before resection as defined in the IFU. The perforation caused was closed by 6 endoscopic clips. As the product in question was discarded by the hospital no technical analysis could be conducted. Based on the available information, there is no indication of a technical failure of the device. In addition, the review of the quality assurance records, and production records showed that the product was manufactured according to its specification. The risk of causing a perforation is indicated in the instruction of use. Moreover, it is addressed in the user trainings we perform. This report is part of the subsequent notification, as communicated by ovesco on 24.10.2024 and refers to: follow up questions ftrd system perforation-clip detached (B)(4).

Event description:
Lt was reported that colonic ftrd set was used for an endoscopic full thickness resection of a polyp in the transverse colon. The endoscopic interventionist did not visually confirm that the clip of the device had been applied before the resection was done. The perforation was closed endoscopically by clips. The patient recovered uneventfully.